Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of excessive no delivery alarms from the insulin pump. The patient's blood glucose of the time was 249 mg/dl. The customer stated the pump occurred during basal/bolus/fixed prime. The customer was advised to reinsert the reservoir and run manual prime until at least 5.0 units. Customer was not able to get through the step. The customer reported that the pump alarmed no delivery during manual prime. The customer was advised to discontinue use of the device and to revert to a backup plan. Customer will return the pump for analysis.

Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self test and unexpected restart error tests. No excessive no delivery alarms were noted. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was received with cracked battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube, a cracked reservoir tube window, a cracked case near the display window corners, a cracked display window and minor scratches on the display window.